Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to discharge. Complainant indicated that the clinician changed the pads and successfully shock the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported inability to shock could not be duplicated during testing with returned accessories. Log review showed a failed manual 30j self-test due to incorrect joules setting, as well as "check pads" and "poor pad contact" messages indicating poor electrode coupling. Two successful shocks at 120j and 150j were recorded suggesting that when the criteria is met, the device is capable of delivering a shock. The device was recertified and returned to the customer. Per the r series operator's guide 9650-0904-01. Patient preparation for pads involves several critical steps to ensure effective adhesion and contact of the therapy electrodes with the patient's skin: remove clothing: all clothing covering the patient's chest must be removed. Dry the chest: if necessary, the chest should be dried to ensure proper adhesion of the pads. Manage chest hair: if the patient has excessive chest hair, it may need to be clipped or shaved to ensure proper adhesion of the electrodes. Attach electrodes: hands-free therapy electrodes should be attached according to the instructions on the electrode packaging. Check contact: it is essential to ensure that the electrodes are making good contact with the patient's skin and are not covering any part of the ECG electrodes. Analysis for reports of this type has not identified an increase in trend.